Event description:
The customer reported to olympus that there was a video connection issue on the visera elite video system center. There were no reports of patient harm or impact associated with the reported event. This report is related to patient identifiers: (B)(6).

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation it was found that the video connector socket was clogged, and the video connector did not click when it was connected. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.